Manufacturer narrative:
(B)(4). The disposable circuit was discarded at the hospital; therefore a manufacturer laboratory investigation of the product is not possible. A review for similar complaints was performed. A similar incident was found for clotting on the arterial outlet side. The results of the investigated similar complaint were as follows: no deviation of the manufacturing records was found. The tested oxygenator passed the performance test without any observations of clotting. For the specific complaint the clotting occurred on (B)(6) 2015, the patient was placed on support on (B)(6) 2015. This would confirm that the product operated for 19 days without any issues. A DHR review of the product in question is not possible as the circuit was discarded and therefore the oxygenators UDI is not available. Clotting is a known phenomenon and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
"Fibrin strands noted near arterial outlet of oxygenator. Clots noted at mid-level, lateral edges arterial side of oxygenator. Act's (activated clotting time) are 145 seconds. Flow is 3 liters/min. Delta pressure has increased from 27 mmhg to 47 mmhg. Nurse is concerned regarding clots near arterial outlet of membrane. Heparin drip is infusing. Act's are 145sec. Target act is 150-180 sec. Supplemental heparin has been administered as well as reconstitued anti-thrombin 3. Gas exchange is not compromised." (B)(4).